Manufacturer narrative:
The failure investigation has been completed and the alleged battery issue was verified. Based on the analysis, the alleged touch screen issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touchscreen did not "turn off" as intended which resulted in the battery depleting rapidly. Customer's blood glucose level was 120 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.